Event description:
The instrument gave a negative result for leukocytes on a urine sample. When the sample was examined microscopically, there were 25-50 wbc's/hpf. The cause of the discrepancy could not be determined.